Event description:
Hemodialysis catheter removed from pt because pt was "oozing" blood at the exit site. An angiogram was performed which showed radiopaque dye leaking from a small area in the proximal venous lumen near the hub. A new catheter was placed and the pt suffered no ill effects from the incident.